Event description:
On 4/18/89, an ipp device was implanted. On 01/09/91, the cylinders and reservoir were revised. On 7/30/92, the reservoir was revised. On 9/22/94, the connector was revised. On 12/27/96, the cylinders were removed from the pt and replaced due to aneurysmal rupture of cylinder.